Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009. A 5076-52, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.